Event description:
The customer reported that the vascular amplification screen did not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep was unable to duplicate the reported issue. The system was tested and found to be working as intended and put back in svc.